Manufacturer narrative:
It was reported that during use of a viking lift, the ¿support¿ component broke, and the patient fell. The customer confirmed there was no patient or caregiver injury from this incident. Follow up notes staff placed the patient into the device harness for transfer from the bed to the wheelchair; however, when the staff lifted the patient above the bed the ¿intermediate piece between the lift arm and the weighing system failed¿ causing the patient to fall back to the bed and the device weighing system to land on his chest. The patient is listed as a 72-year-old male, weighing 141 kg. Viking mobile lift is a general-purpose lift with the intended use in, health care, intensive care and rehabilitation. Instructions for use (IFU) warn that unbalanced lifting poses a tipping risk and may damage the lift equipment. Lift safety instructions outlined in the instructions for use (IFU) include prior to lifting a patient, always make sure that: lifting accessories are not damaged; lifting accessory is correctly attached to the lift; lifting accessory hangs vertically and can move freely; lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs; lifting accessory is correctly and safely applied to the patient in order to prevent injuries; latches are intact; missing or damaged latches must always be replaced; sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. Lift IFU on inspection and maintenance outline for trouble-free use, certain details should be checked each day the lift is used: (1) inspect the lift and check to make sure that there is no external damage. (2) check the sling bar attachment. (3) check the functionality of the latches. (4) check the integrity of the lifting motion and the base-width adjustment. (5) check to make sure that the emergency lowering (both electrical and mechanical) works. (6) charge the batteries each day the lift is used and check that the charger works. Inspection of the device by a hillrom technician found the ¿12mm adapter¿ broke. The technician notes, ¿when the patient was lifted, the 12mm adaptor broke, causing the patient to fall onto the bed. The clamping screw between the adaptor and the scale was too tight, which prevented the mobility of this part.¿ the 12 mm adapter (2016504) was replaced, confirmed tightening of the bolts and load test and the device. The lift is now noted to be functioning as designed; the adapter was returned to hillrom for further inspection, the investigation concluded that the user likely attached the scale with a fixed assembly, which is not recommended for viking lifts, this is noted under the "assembly instructions" in user guide 7en161114 rev 3. For this event, there was confirmation of no injury from the event and it was most likely caused due to user error; however, an adaptor break could cause or contribute to a death or serious injury if it were to recur.

Event description:
It was reported that when transferring a patient from the bed to the wheelchair, the adapter that connects the lift arm to the weighing system broke. This failure caused the resident to fall back into bed and the weighing system to fall onto the chest of the same resident. As a result of this incident, no physical injuries were reported to the patient or the caregiver. This report was filed in our complaint handling system as (B)(4).

Event description:
It was reported that when transferring a patient from the bed to the wheelchair, the adapter that connects the lift arm to the weighing system broke. This failure caused the resident to fall back into bed and the weighing system to fall onto the chest of the same resident. As a result of this incident, no physical injuries were reported to the patient or the caregiver. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hillrom is in the process of contacting the customer for additional information on the circumstances that lead to the event. Hillrom requested the component to be returned for investigation. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.